Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon found the balloon folds in a deflated state and had been subjected to positive pressure. Solidified blood and media, present inside the balloon material. A 1mm tear in the balloon material was noted within the proximal balloon cone. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the hypotube of this device. A visual and tactile examination identified multiple kinks in the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 28sep2022. It was reported that the device could not cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, it was reported that the tip of the catheter was flatten and could not cross the lesion. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that a tear in the balloon material was noted.